Event description:
It was reported that four days post implant the patient presented with a small pericardial effusion and mild chest pain. Ten days post implant a follow up echocardiogram indicated that the effusion had gotten larger. A pericardial centesis was performed, and the fluid that was withdrawn was thinner and less viscous than blood, with a red tinted color. Based on this information, electrical measurements through the device, and lack of echocardiographic evidence of current perforation. The physician felt that the current position of the ra lead was adequate. The lead was not repositioned, and remains in use. The physician stated that while positioning the right atrial (ra) lead during implant there may have been a microperforation on the first attempted position. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).